Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. Investigation on-going.

Event description:
The device was reported to have failed during ventilation and had a black screen. No patient injury was reported.

Event description:
The device was reported to have failed during ventilation and had a black screen. No patient injury was reported.

Manufacturer narrative:
The logbook of the affected evita v600 with the serial number (B)(6) was available for the investigation. The related printed circuit board pba m48.3 and the sd cards were also examined by the manufacturer in lübeck. Neither the logbook nor the examination at the dräger laboratory revealed any malfunction. The logbook shows no entries on the reported date, 03.08.2022, which indicate a ventilation failure or disconnections between the control unit and the ventilation unit. Thus, the function of the microprocessor system of the ventilation unit and monitor was not disturbed at that time. Several "tidal volume low" alarms were given, but they were not related to a technical malfunction. The logbook record later stopped, which corresponds with the user switching off the device using the main switch. According to the logbook, the device was restarted on (B)(6) 2022 at around 8:49 am. This device restart occurred as a warm start with corresponding alarm and immediate restart of ventilation, which can be traced back to the reported switching off and on of the device via the operator's main switch. The reported event could not be traced. Neither a technically induced failure of the screen nor of the ventilation unit can be confirmed on the basis of the logbook. The reported drop in patient saturation was temporary and was therefore not a serious injury. For this reason, the event is assessed as not reportable in terms of the european meddev 2.12 rev. 8 and the medical devices regulation (MDR 2017/745).